Event description:
The user reported that while connecting an attachment to this handpiece, the handpiece operated on its own. This occurred while the surgical technician was holding the device to connect the attachment and insert a pin. The user reported that the surgical glove of her left hand was caught and warped by the pin. There was no report of injury from this event.

Manufacturer narrative:
Investigation: conmed linvatec received this unit for eval and was unable to confirm the reported problem. During all testing, at no time did this unit self-activate. Disassembly of this unit found evidence of corrosion and moisture intrusion due to a cracked blade housing. At the time of the experienced self-activation, the user could not confirm that this device was placed in the safe mode. The instruction manual for this handpiece cautions the user: prior to each use, perform the following: inspect all equipment for proper operation. Do not attach, insert or remove accessories or attachments while the handpiece is operating. Place the handpiece safety button to the safe position prior to installation or removal of items.